Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: attached list of additional device implanted, and explanted in this pt. Pxc121200.

Event description:
In 2006 this patient was implanted with a gore excluder aaa endoprosthesis. Following implantation, the patient was identified with persistent type ii endoleak. A secondary procedure, coil embolization, was performed approx two months later, to treat the type ii endoleak. An additional reintervention to place a medtronic aneurx aaa stent graft system aortic extender cuff was performed approx eight months later, to treat a type I endoleak; however, both reinterventions were unsuccessfull. In 2007, the patient was converted to open surgical repair and all devices were explanted. The patient is reported to be doing well.